Manufacturer narrative:
The returned device was evaluated functioned as expected. No malfunction or other product condition that would have resulted in over-delivery of insulin and contributed to the pt's low bg was detected. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "teach people you trust (like family members and close friends) how to give a glucagon injection. You will need to rely on them to give it to you if you have severe hypoglycemia and become unconscious. Include a copy of the glucagon instructions in your emergency kit and periodically review the procedure with family and friends." It advises that "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low. Check your bg level to confirm."

Event description:
The pt reported that on (B)(6) 2009 at 11:00 pm her blood glucose measured 126 mg/dl. At 4:30 am on (B)(6), she got up briefly and felt fine at that time, but at 06:30, she fell out of bed. She stated that her bg was 31 mg/dl and her granddaughter called an ambulance. There was an IV drip given to treat the low bg but no transport to the hosp. As a result of this event, her endocrinologist changed her basal rate overnight from 1.5 units/hour to 1.3 u/h.